Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Note: the MFR report numbers were inadvertently reported incorrectly on ther initial medwatch report. The correct associated MFR report numbers for this event are: 1225714-2014-00149 and 1225714-2014-00150. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received indicated that the patient expired approximately four days post event onset. The event was alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00149 and 1225714-2014-00150.